Event description:
It was reported that programmer interrogation of this unknown transvenous system was unsuccessful and there was no signal. It was confirmed that the correct wand was plugged into the top-right port. There was not enough time for further troubleshooting, and the patient was needed for transport. Product implant status is not known at this time. No adverse patient effects were reported. The local area field representative was contacted for additional information regarding device and patient information. At this time, no further information is available.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and patient/device details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.